Manufacturer narrative:
Only the opened carton with some of the inner packaging components were returned. The device and lens were not returned. Product history records were reviewed and documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if the qualified product was used. The root cause cannot be determined for the reported complaint. It is not possible to determine the position or condition of the lens while it exited the injector. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported lens didn't exit the injector correctly. Lens was in contact with the eye and disposed of. Wing came out first. Additional information requested.